Event description:
It was observed during the device evaluation that the colonvideoscope exhibited white foreign material within the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h4, h6. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 24sep2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the tube and cylinder, but the type of the material could not be identified. It is likely that the foreign material was not removed due to reprocessing not being conducted properly due to loss of water tightness caused by deformation of the switch box. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.